Manufacturer narrative:
G3, h2, h3, and h6: the device, intended for use in treatment was returned for evaluation: a visual inspection was conducted and confirmed the anthology inserter ant soft is damaged on the tip. The instrument shows excessive wear and tear which causes it to not properly function. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incidents. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. G2: report source update. D8 and d9: device returned.

Event description:
It was reported that an anthology inserter ant soft broke. As this was noticed upon cleaning activities, there was not patient involvement.